Event description:
Voluntary medwatch received states that the right ventricular lead exhibited low pacing impedance. No intervention was performed; the lead remains in service. There were no patient consequences.